Event description:
Consumer reports her ethicon surgical mesh implant has caused multiple surgeries to repair the mesh and was ultimately removed in 2021 after the mesh was found to be causing a bowel blockage consumer received the ethicon mesh in 2000 after a hernia surgery. Following the implant, the consumer then had to go back for repair surgeries to the mesh in 2004, 2005, 2007, 2008 and 2010. The various surgeries were either to repair the mesh that had shifted or "balled up" within her body, or cause intestinal blockages. Ultimately in 2021, the consumer experienced another bowl blockage due to the mesh. The mesh was removed at the request of her doctor. Consumer believes this ethicon mesh device is defective and should not have been implanted.